Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned in two pieces for analysis. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be partially extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification.

Event description:
It was reported that the right atrial (ra) lead exhibited high capture thresholds. The ra lead was found to have dislodged. The ra lead was explanted and replaced. The patient tolerated the procedure well. The patient was stable before, during and after the procedure.